Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 12. On 2023-09-05, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.